Event description:
Patient reported obtaining a blood glucose result of 167 mg/dl, while using the suspect device. Patient stated that, less than 10 minutes later, blood glucose was retested on a diabetes nurse educator's device with a result of 92 mgdl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.